Manufacturer narrative:
(B)(4). An investigation was completed on (B)(4) 2013 and a deficiency was identified. (B)(4).

Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reports unexpected results on pt/inr cartridges compared to lab instrument on a male patient. There was no patient information available. The patient was treated on the lab result.date time method pt/ inr sample(B)(6) 2013 unk I-stat 3.6 a(B)(6) 2013 unk acl top 700 4.9 unkbased on the information available at the time there were no injuries associated with this event.